Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir of the insulin pump had air bubbles. The customer's blood glucose was 5.4 mmol/l at the time of incident. The customer stated that there were 5 air bubbles. The size of 4 of the air bubbles were a bit bigger than champagne size and 1 was less half an inch. Troubleshooting was performed and the device will return for analysis.